Event description:
The pump was returned for investigation. Investigation revealed the text on the display lens was dim pink and fading and the battery compartment was cracked. This report is made based on results of investigation completed on 11/21/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: evaluation revealed that there is an evidence of cracked from the top of battery compartment toward the pump case seal. The text on the display screen is dim pink and fading. The display lens was found to be cracked around the perimeter bezel. (B)(4).